Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2015 customer received results of 28 mg/dl and 110 mg/dl within 10 minutes. On (B)(6) 2015 customer received results of 12 mg/dl, 63 mg/dl, and 67 mg/dl within 10 minutes. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.